Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred a few weeks ago from date manufacturer was made aware.